Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary according to the information provided, it was reported that the tip of an expressew needle broke during operation and was stuck in the supraspinatus, somewhere at the edge of the repair. This tip was left in the patient. The complaint device was received and evaluated. Visual inspection revealed that the needle is slightly worn and used, but in expected condition. When reviewing at the needle¿s tip it could be observed that is broken on the distal part. Due to the broken condition of the needle, it could not be tested for its functionality. According with the visual inspection, this complaint can be confirmed. The possible root cause can be attributed to the metal fatigue due to repeated sliding trough the shaft. A manufacturing record evaluation was performed for the finished device [55223] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool the tip of an expressew needle broke during operation and was stuck in the supraspinatus, somewhere at the edge of the repair. The tip of the expressew needle was left in the supraspinatus.